Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report being submitted due to the additional of lab evaluation 02mar2023.

Manufacturer narrative:
PMA 510k # k210476 device evaluation 1 unit of lot c1937927 of echo-hd-22-ebus-p-c was returned opened in its original tray packaging but without the tyvek cover. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 02 march 2023. The sheath extender was able to advance and retract without issue. Slight shaving/damage to sheath observed at distal end of sheath. No other issues observed with the returned device. Document review including IFU review prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1937927 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1937927. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review n/a root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle getting stuck in the scope and damaged the distal end of the sheath related to some issue with the inner working channel of the scope as per q.11 of the standard questions ¿the unit have sent the scope off for repair as they believe the inner working channel of the scope was faulty¿. This in turn most likely led to the sheath adjustment issues as reported. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 03-may-2023 and an update to the investigation conclusions.

Event description:
Adjustable sheath stuck and not able to adjust. A lot of resistance upon removal. Catheter has been shaved. Customer tried with mediglobe needle it was still stiff but they were able to perform the procedure. The scope has been sent for repair / investigation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? Yes, images of device sent on my previous email. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: slight catheter damage at distal end, almost like the catheter has been shaved. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? N/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. I am not sure, I can confirm if required, I believe 10r. 10. Please describe the size of the intended target site. Unknown. 11. If not with the device in question, how was the procedure performed and/or finished? Procedure was completed with a mediglobe sonus tip ebus needle. The sheath was still difficult to adjust but because the catheter is stiffer the clinicians were able to complete the procedure. After this because the sheath adjustment was still stiff the unit have sent the scope off for repair as they believe the inner working channel of the scope was faulty. I have requested a copy of the scope repair report. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? Yes. Force was required to remove device from working channel of scope. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax / I can confirm scope model if required. 21. Was resistance felt while inserting the device through the scope? Yes. 22. Was the scope recently serviced / repaired? Unknown. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Passing down the channel and during sheath adjustment. 24. Was the syringe used during the procedure, after the stylet was removed? No. 25. Was difficulty experienced while retracting the needle? N/a. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? None. 30. Did any section of the device detach inside the patient? If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes. Sheath could not be adjusted when device was in the scope and attached. A lot of resistance felt and no sheath adjustment possible. Outside of the scope the sheath & needle adjusted freely. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA 510k0#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.